Manufacturer narrative:
(B)(4). The service engineer did not duplicate the malfunction. The unit passed self-testing.

Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.